Event description:
It was reported that a change in therapy effect occurred. The patient¿s pump was replaced because it had ¿ceased to function¿ and was not dispensing medication. It was noted the reporter was unsure if the pump was actually stalled. It was later clarified through follow up that the replacement was a ¿normal pump replacement.¿ no issues had been suspected. The device manufacturer representative checked in his notes to confirm this fact. It was noted the patient had been loopy from the surgery for the pump replacement. Following the event, the patient indicated they had received assistance from their health care provider (hcp) and device manufacturer representative and their concerns were resolved. The device system was used to deliver hydromorphone, bupivacaine and baclofen. Additional event information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).